Event description:
It was reported that during a pancreatectomy procedure, the device could not be fired at the second firing. Some staples of the proximal part were deployed, but the staples were unformed and the tissue was not cut and stapled. The swing tab was not in the lockout position. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.